Manufacturer narrative:
B5: during follow up, it was further reported that the patient performed automatic peritoneal dialysis (apd) therapy. It was further reported that the transfer set had been in use for seventy-four (74) days. H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. One photograph was visually inspected and found that the silicone tubing was detached from the female connector. The reported condition was verified. The cause of the reported condition was found to be use error related in which excessive force was being applied to the tubing of the set during use by the customer. Had the tubing not been attached during the manufacturing process, it would not have been attached to the patient for use. The photo shows indications on the end of the tubing that the components were properly secured during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the minicap trasfer set was detached (tubing separated from the twist sleeve). This occurred after peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.